Manufacturer narrative:
The field service technician on site could not reproduce the reported problem. A service test was performed per sop-st-002. All service done per the manufacturers specifications & recommendations. No problems to report unit was working well. The device history was reviewed and found to meet manufacturing specification. Further investigation underway.

Event description:
The user facility reported a patient sustained a small corneal burn during phaco segment removal. A suture was used to close the wound and they added more eye drops than usual. They finished the case with no further problems. It was a small corneal burn and at this time they do not think there will be any long term effects.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use were reviewed and considered acceptable, with the product performing within anticipated rates. Follow up on patient impact: there was normal post-op corneal edema, but no additional treatment was required. This investigation is complete